Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon related that the outer seal of the five millimeter trocar appeared to be stiffer/harder than what he is used to. After introducing a device into the trocar the seal broke. Pneumo was leaking through the trocar but no delay was mentioned. The procedure was completed without incident. There was no consequence to the pt.